Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2005. Additional information received confirms the original surgery date and that a two stage revision procedure was performed to remove and replace implants due to infection. Operative notes provided indicate that new components were implanted on (B)(6) 2006. A subsequent revision procedure was performed on (B)(6) 2012 due to loosening of the stem. The surgeon noted metal tinged fluid and tissue as well as necrotic tissue and bone during the revision procedure. The modular head and femoral stem were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." "Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid." This report is number 5 of 5 mdrs filed for the same patient (reference 1825034-2012-00942 & 1825034-2012-01233/01236).